Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant of the implantable pulse generator (ipg) system that the physician was unsuccessful in performing the peel-off of the sheath, so the sheath was cut multiple times and removed. It was reported that accidental severing may have occurred during this process. High thresholds and impedance were noted on the right ventricular (rv) lead, as well as loss of capture and noise was also confirmed, so the lead was replaced with a new one, and the implantation was completed without issue. No patient complications have been reported as a result of this event.